Event description:
This lead was implanted on (B)(6) 2009 and still remains implanted at this time. It was noted on (B)(6) 2016 that the lead exhibited high pacing thresholds and cross talk which caused oversensing. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).